Manufacturer narrative:
There was no patient involvement. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported during a pump testing, pump was not delivering the full volume of fluid for IV bolus doses running at 999 ml/hr. The testing suggested that only 900 ml was delivered. There was no patient involvement.

Manufacturer narrative:
The customer¿s concerns that the pump delivered less than expected volume was not confirmed. The source pump module was received in good condition. The pump module error log showed no errors or malfunctions. The pump module event log identified an infusion that was programmed on (B)(6) 2019 at 5:27 pm. The log recorded an infusion rate of 999 ml/hr and vtbi of 999 ml. The infusion completed at 6:27 pm and entered kvo, infusing at 20 ml/hr. At 6:32 pm the source pump module was channeled off. Functional testing showed no anomalies. The root cause of the complaint that the pump delivered less than expected volume was not identified.

Event description:
It was reported during a pump testing, pump was not delivering the full volume of d5ns fluid for IV bolus doses running at 999 ml/hr. The testing suggested that only 900 ml was delivered. There was no patient involvement.